Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing of clips in a laparoscopic inguinal hernia procedure, there were issues with loading or firing of clips. Another clip applier was used to complete the case. There was no patient injury.